Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "according to the surgeon the pt claimed to have hip pain. The x-rays showed that the implants were in good position. Pt was revised for hip pain."